Event description:
It was reported in the patient medical records that the patient underwent a minimally invasive procedure to implant bilateral segmental fixation at l4-l5-s1. Records note that a fragment of a guidewire was broken off and was found located anterior of the sacrum. The fragment was unable to be retrieved posteriorly. The patient reportedly did not have any difficulty with the blood pressures or any evidence of complication with the pin to the blood vessels. Operative notes indicate that, approximately three months post-op, the patient underwent a second anterior procedure to remove the fragment from the abdomen. Information received from the patient's attorney states that, in the weeks following the surgery, the patient began experiencing worsening pain and cramping in the lower abdominal area. Reportedly the patient was warned not to engage in certain activities to avoid injuring any arteries.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.